Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a coronary artery bypass grafting procedure no clip came out when firing on the saphenous vein and tore the branch. Very minimal blood loss due to small diameter of torn tissue. Fixed by applying another clip. A like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p94830. Device analysis: the analysis results found that the mcm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 17 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.